Event description:
It is reported that the surgeon connected the cup to continuum cup inserter and attached it firmly on the back table. When the surgeon tried to implant the cup, it dislodged from inserter. The surgeon reattached and repeated the process 4 times using both continuum cup inserter adaptors. However, each time the surgeon impacted the inserter, the cup would come dislodged and not seat in acetabulum. Surgeon then used a trilogy cup with no incident.

Manufacturer narrative:
This report will be amended when our investigation is complete.